Event description:
This event was reported to shockwave via the post market empower cad clinical study. On (B)(6) 2024, a shockwave c2+ coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid left anterior descending artery. The target lesion was pre-dilatated with a non-compliant (nc) balloon followed by 70 successful ivl pulses delivered at 8 atm. A stent was subsequently placed with post-stent dilatation using another nc balloon. There was no ivl malfunction reported, and the patient was discharged 2 days post procedure. On (B)(6) 2025, sixteen (16) months after the index procedure, the patient was admitted to the emergency department for reports of worsening shortness of breath. The patient underwent a transthoracic echocardiogram (tte) along with a computed tomography (CT) scan of the abdomen and pelvis with contrast. Additionally, a CT and single-view x-ray of the chest was obtained. Results of the diagnostic testing revealed a myocardial infarction (mi) occurred. The mi was resolved, and the patient was discharged on (B)(6) 2025. It was determined by the site that the mi was possibly related to the study device and procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction (nstemi) could not be definitively determined based on the information available. There was no ivl malfunction reported. The clinical study site determined that the mi was possibly related to the study device and procedure. Review of the event by shockwave medical safety and medical affairs determined that the mi was not related to the study device or procedure as the event occurred 16 months post index procedure. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.